Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was received and the distal tip section was observed kinked. No other issues were noted in the device or coating. Microscopic inspection confirmed no issues with the polymer jacket (coating) and the distal tip was kinked. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The outer diameter of the distal, medium and proximal sections of the device are within specifications. The investigation findings did not lead to confirmation of the reported complaint.

Event description:
It was reported that tip detachment and removal difficulties occurred. The target lesion was located in the mild to moderately calcified tibial artery. A 300cm straight tip v-14 control wire was advanced. However, during the procedure the tip of the wire black polymer sleeve peeled off inside the patient. The detached fragments were attempted to be removed and the remaining fragments were tacked to the artery wall using a stent. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that tip detachment and removal difficulties occurred. The target lesion was located in the mild to moderately calcified tibial artery. A 300cm straight tip v-14 control wire was advanced. However, during the procedure the tip of the wire black polymer sleeve peeled off inside the patient. The detached fragments were attempted to be removed and the remaining fragments were tacked to the artery wall using a stent. The procedure was completed with a different device. No further patient complications were reported.